Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported not being satisfied with their end of treatment results. The patient stated they have a small gap in their retainer for the crooked tooth. The patient was referred to their dentist and has begun treatment with anterior crossbite. It was noted that teeth 8 and 9 began treatment with a large diastema and tipped. Tooth 8 has improved and is more upright while tooth 9 has not changed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.